Manufacturer narrative:
Product complaint # (B)(4). If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in the USA as follows: it was reported that on an unknown date, during evaluation at service and repair it was found out that xrl large torque limiting handle had failed in calibration. There was no patient involvement. This complaint involves one(1) device xrl large torque limiting handle. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: service & repair history: the previous service event for part number 03.807.358 with lot number(s) 1078 has been reviewed. The customer called in a service request for this item on (B)(6) 2022 for failed in calibration. The item was previously returned for service on (B)(6) 2016 due to evaluation test. The previous service condition of evaluation test is not relevant to the current complained issue of failed in calibration. The manufacture date of this item is (B)(6) 2013. The service history review is unconfirmed. H3, h6: a product investigation was conducted. Service and repair evaluation: it was reported that during routine incoming inspection of a loaner set, it was observed that a 03.807.358, xrl large torque limiting handle had failed calibration. The repair technician reported that the device failed torque test in clockwise direction. Torque test low is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is torque test failed low. The item will be forwarded to customer quality. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.